Manufacturer narrative:
The device was evaluated by the service team. The unit had a broken vane which caused the device to blow oil. The unit was repaired and returned to the customer.

Event description:
During the service evaluation conducted on the pneumatic drill, it was discovered that the hose blows oil. There was no reported patient involvement and no adverse consequences were alleged with this event.